Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit, failed battery test and weak battery. Customer's blood glucose at time of incident was 376 mg/dl. The customer wasn't able to troubleshoot because pump kept turning off. The customer was advised that we would overnight her battery cap and discontinue the use of the pump until battery cap arrives. The customer was advised that once the battery cap arrives to call in so we can attempt to troubleshoot and also revert to a backup plan.